Manufacturer narrative:
Correction to field: bsc aware date.

Event description:
It was reported that this brady lead was explanted due to how this lead looked at the distal portion after going through the safe sheath. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field: bsc aware date upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was explanted due to how this lead looked at the distal portion after going through the safe sheath. A new lead was implanted. No additional adverse patient effects were reported.